Manufacturer narrative:
A medtronic field service engineer went to the site and replaced the mvs (mobile viewing station) interconnect cable. This resolved the issue and the system was fully functional after replacement. Analysis of suspect cable as follows: confirmed reported failure. Results of continuity testing and validator test on bench: gbit test fails continuity test passed, 100t test passed and the gbit test failed. Shows on validator that lines 7 & 8 are open. Both gbit an 100t testing were performed using a cable validator-nt900. Electrical problem caused event. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spine surgery the o-arm displayed a "framerate error" when trying to take a 3d spin. Rebooting the system did not resolve the issue. After about ten minutes, they discontinued use of the o-arm and navigation. A c-arm was used instead. No harm to the patient.

Manufacturer narrative:
(B)(6).